Event description:
A (B)(6) advia centaur (B)(6) result was obtained on a patient sample and considered discordant when compared to a (B)(6) test method result. The patient sample was repeated for (B)(6) and the results were (B)(6). The customer performs repeat (B)(6) testing on patient results greater than an index value of 0.5. A corrected report was issued by the customer. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse did not observe any system issues that may have contributed to the (B)(6) advia centaur (B)(6) result. The customer's quality control results were within specifications. The cause for the initially (B)(6) advia cenatur (B)(6) test result when compared to repeat (B)(6) results and a (B)(6) test method result is unknown. The customer did state that the cause for the (B)(6) result may have been attributed to the timing of the testing and pre-analytical factors such as sample debris or fibrin. No conclusion can be drawn. The instruction for use under the specimen and collection section states the following: "before placing samples on the system, ensure that the samples have the following characteristics: specimens are free of fibrin or other particulate matter. Remove particulates by centrifugation. (Example: 1500 x g for 10 minutes; follow tube manufacturer's recommendations.)" The instrument is performing within specifications.